Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 18 atm's on the fifth inflation. (The initial four inflations were to 15-20 atm's). The pt was asymptomatic during this event. The lesion being treated was a very hard, calcified and 90% stenotic lesion in the mid rca. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.